Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3; reference MFR report: 1627487-2018-12295 and 1627487-2018-12296. It was reported (B)(6) the patient complained of a pain with electrical current flowing on both flanks. The patient's scs system was reprogrammed, but when the system impedance check was performed, the patient felt the symptoms; twitching with a feeling of intense stimulation. The system's impedance showed normal values. Additional troubleshooting and reprogramming was attempted but the issue persisted. The patient was moved from the treatment room to the examination room, the impedance was checked again and the symptom like twitching occurred and all of the lead contacts showed 0 ohms. X-ray were taken but all connections were fine, the leads did not show any anomalies. Subsequently, the patient's physician decided to replace the patient's scs ipg. Postoperative, the twitching issue was resolved and the patient reported receiving effective stimulation therapy.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2018-12295. Reference MFR report: 1627487-2018-12296.